Event description:
It was reported that a balloon rupture occurred. The 95% stenosed target lesion was located in a severely tortuous and mildly calcified artery. A 4mmx15mm wolverine peripheral cutting balloon was used for treatment. During the procedure, upon first inflation, it was noted that the balloon ruptured in a form of a pinhole. The device was removed using normal method without any problem. The procedure was completed with another of the same device. No complications were reported, and patient was good post procedure.

Manufacturer narrative:
Updated e1. Initial reporter first name.

Event description:
It was reported that a balloon rupture occurred. The 95% stenosed target lesion was located in a severely tortuous and mildly calcified artery. A 4mmx15mm wolverine peripheral cutting balloon was used for treatment. During the procedure, upon first inflation, it was noted that the balloon ruptured in a form of a pinhole. The device was removed using normal method without any problem. The procedure was completed with another of the same device. No complications were reported, and patient was good post procedure